Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: it was performed the device history record, quality notification and maintenance analysis and no quality occurrences were observed. We inform for bd products all the production processes are validated according to established criteria to the fulfillment of the users¿ requirements. According to the internal bd procedures for the situation, a research process was initiated involving bd (B)(4) and united states team in order to evaluate the potential causes for the occurrence of the reported defect. As part of this process were opened a corrective and preventative action and situation analysis and are being several activities for a depth analysis of the problem and understanding of their potential causes. According the investigation plan and test results until now, the potential cause to this problem is related to deformity at syringe tip due the production process of the material in molding step. Among the activities planned for the investigation process of the problem are the following evaluations: ¿development of an analytical method to measure the tip circumference deformation with accuracy; ¿include in product draft a specification as to the tip circumference to be monitored during the manufacturing process; ¿parameters and mold changes to guarantee the product specification changes in order to correct tip deformity. As a defined containment action, the inserts were changed in the mold of the syringe cylinder. Investigation conclusion: confirmed: bd was able to confirm/reproduce the incident in question. Samples / photos analysis: the needle samples sent by the customer were analyzed and it was not possible to identify the defect informed. Due to the severity of the problem, it will be considered in the evaluations already performed on complaint samples and functional tests performed with the syringes, which was possible to identify air bubbles defect. DHR review: it was verified the batch record and the process inspections were performed at properly frequency. Qn review: no quality notification (qn) were found in the batch informed. Maintenance review: no maintenance records were found. Conclusion: it was performed the DHR, quality notification and maintenance analysis and no quality occurrences were observed. As part of this process were opened of the CAPA # 331654 and situation analysis # 18-1223 and are being several activities for a depth analysis of the problem and understanding of their potential causes. According the investigation plan and test results until now, the potential cause to this problem is related to deformity at syringe tip due the production process of the material in molding step. Root cause description: according to the investigation plan defined and tests results found until this moment, the potential cause for the defect would be related to a deformity in the syringe tip due the production process in molding step. As defined the containment action for this deformation, the inserts were changed in the mold of the syringe barrel, implemented as of july 12, 2018. Rationale: CAPA #(B)(4) and situation analysis (B)(4).

Event description:
It was reported that air got into the bd plastipack¿ syringe during blood collection. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Correction: the complaint information was revaluated and no longer meets our reporting criteria per bd guidelines.

Event description:
It was reported that air got into the bd plastipack¿ syringe during blood collection. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that air got into the bd plastipack¿ syringe during blood collection. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that air entered the bd plastipack¿ syringe while collecting blood. The following information was provided by the initial reporter, translated from (B)(6) to english: "when doing blood collect there is entrance of air in the syringe, making the use impossible."

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted supplemental report was sent in error. Air bubbles in syringe with blood is considered to be a reportable malfunction. The following information has been updated: describe event or problem: it was reported that air entered the bd plastipack¿ syringe while collecting blood. The following information was provided by the initial reporter, translated from (B)(6) to english: "when doing blood collect there is entrance of air in the syringe, making the use impossible."